Manufacturer narrative:
Evaluation: device history record and sterilization record were reviewed, no anomalies were found. Results: all records reviewed were found to meet specification. Ans inc. Has limited info related to the pt's medical history and, is unable to form a medical opinion as to the relevancy of the pt's history to the event reported. Ans inc. Defers to the pt's physician regarding medical history.

Event description:
It was reported patient had a successful trial with a single percutaneous lead for lower back/left leg pain. It was reported during permanent lead placement; physician tried to insert two percutaneous leads, but could not place second lead. Physician aborted case and referred pt to neurosurgeon. It was reported a laminotomy procedure was performed in late 2008, neurosurgeon used a dural separator and, then attempted to place a lamitrode tripole surgical lead at t10-t11; after several attempts, the neurosurgeon changed lead to a lamitrode narrow tripole surgical lead, which was placed at t11-t12. It was reported surgeon was about to start sub-dermal tunneling for the lead, when the person watching the ssep (somatosensory evoked potentials) monitor stated pt lost leg feedback; surgeon aborted procedure. It was reported pt has thoracic stenosis and paralysis. Follow-up found pt has regained function in left leg, but is still experiencing paralysis in right leg and is in rehab facility. It was reported the explanted system was discarded.